Event description:
It was reported that a therapeutic hydrothermal ablation procedure was performed in 2005. During the one minute cool down phase after the ablation the doctor moved the sheath and the cervical seal was broken resulting in a fluid leak into the vagina. After the cool down the sheath was removed and there was a burn in a half circle under the cervix, with blanching and blistering. The pt was treated with a mixture of silvadene cream and lidocaine jelly in a syringe, several lidocaine injections around the cervix and a vaginal packing.